Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 79-year-old female patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data indicates the device functioned as intended. There were three shock advised events, of which CPR was being performed during several of the analysis attempts. There was an analysis where the width and amplitude variability matched the waveform of a shockable rhythm. Another analysis had an average rate of 206 beats per minute which was identified as a shockable rhythm. Analysis of reports of this type has not identified an increase in trend.